Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), has had intermittent jumps in pace impedances. Recently the rv lead, from another manufacturer, had a pace impedance measurement that was high and out of range. There have been no changes in thresholds and sensing, and no over sensing noted on the lead system. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).